Manufacturer narrative:
The ge service rep found the system with a warn wig-wag brake handle. He swapped left to right handles to maintain operation, and ordered a new handle. He removed and replaced the warn brake handle. System operating with in the manufacture specification.

Event description:
The customer reported that there was a loose orbital brake; no patient injury was reported.